Event description:
On 17-feb-2026, a sales representative reported via email that an ar-1588btb-2j tightrope ii btb with deploying suture experienced an issue. The femoral tightrope would not cinch down after being passed and repeatedly caught during tensioning. The device was removed and replaced with a new tightrope. This issue occurred during an acl reconstruction procedure on (B)(6) 2026, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.